Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Reference: iwase t, tanaka n. Case reports - elevated intraocular pressure in secondary piggyback intraocular lens implantation. J cataract refract surg 2005; 31:1821-1823. See scanned pages.

Event description:
In a literature report, a surgeon reported a patient who experienced an elevated intraocular pressure (iop), following a piggyback intraocular lens (iol) implant surgery in 2002. The patient was satisfied with the result of the surgery. Postoperatively, the iop continued to increase and was prolonged despite medications; and a pupillary block occurred following dilation five months after the surgery. Heavy trabecular meshwork pigmentation was also observed. The original and piggyback iols were exchanged and a trabeculotomy was performed.